Manufacturer narrative:
Corrected data: d9- device returned to manufacturer in previous MDR should be (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found optic torn / haptic torn with residue on lens. Claim# : (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -9.50 diopter, implantable collamer lens was implanted, removed and replaced within the same surgery due to lens tear/break during delivery into the eye. The reporter stated that there was no patient injury and that the replacement lens resolved the problem.